Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2014-04899 and 2134265-2014-04901. It was reported that automatic pullback failure occurred. The opticross¿ was used in conjunction with mdu and a sled. After the device was connected, automatic pullback was performed but stopped several times. The procedure was completed with another of the same device . No patient complication was reported and patient's status is good.